Event description:
Ous MDR - at the discharge follow-up there was an alarm regarding a lead issue on the rv-channel. Also with unipolar configuration the impedance measurement was >2500 ohm. Furthermore, rv-sensing and rv-pacing were not possible. The x-ray of the thorax showed no lead dislodgement. Moving the device around the header (in case of bad connection) didn't show any artifacts or better measurements. On the same day a new pacemaker was connected and all measurements were ok.